Manufacturer narrative:
Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
The resident (res) was being transferred (with the assistance of 2 trained staff) from bed to wheel chair. The res was lying on her bed and placed in a small mesh ah sling, and the maxi move was brought in to complete the transfer (with one member at the remote controls and the other tending to the res). The res was attached to the maxi move via the clip of the sling. The res was raised (a few inches) and stopped then lowered due to one of the leg area sling clips detaching from the spreader bar. The res and sling were reattached (and inspected to insure proper connections of the sling to the spreader bar). The resident was again raised up using the maxi move, and was turned away from the bed area lining up to the wheel chair when one of the leg clips of this sling became detached. The res was slipping out of the sling and with the assistance of the staff member, the res was lowered to the floor, at which time the res bumped the back of her head. The res suffered a bump to the area and was treated with ice and aspirin.